Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a replace battery now alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer had issues with the battery ever since the weekend. The customer stated that the pump kept asking to have the batteries be replaced. The mother stated that they changed the battery earlier today and received another replace battery alert. The customer stated that the pump was turned off when he woke up. The customer did not receive a low battery alert prior to the replace battery now alarm. The customer was advised to continue to wear the pump until replacement arrives if they insert a new battery. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed power system error and replace battery now alarms were triggered when backup battery loaded voltage was less than 3.5v for four consecutive hours due to resistance issue at the j6 connector. After disconnecting and reconnecting the internal battery connector on the j6 printed circuit board assembly the insulin pump was monitored and functioned properly. The insulin pump had fading serial number label, cracked keypad overlay at the select button, minor scratched display window, minor scratched case and keypad overlay texture damaged.